Manufacturer narrative:
Analysis of the 9733560xom found insufficient information. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that although the patient tracker and instrument tracker were green status as instruments, the instruments were never seen at the register screen. Emitter detail stated not used. Axiem and emitter status were green. Site brought in another navigation system to complete the surgery. The same patient tracker and instrument tracker were used but were discarded after the case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.